Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tube perforation/malposition of essure device location of device: outside the fallopian tube') and pelvic inflammatory disease ('infection (other) describe: pid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue/fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression,") and flank pain ("right side pain") and was found to have weight increased ("weight gain/weight gain / loss, specify weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, dysmenorrhoea, dyspareunia, abdominal pain, anxiety, vaginal discharge, vaginal infection, weight increased, fatigue, alopecia, migraine, headache, mood swings, nausea, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain and flank pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, headache, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Events per pfs: mood swings, infection (other) describe: pid, nausea, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression (clubbed with psych injury), flank pain were added. Event 'malposition of essure device location of device: outside the fallopian tube clubbed with previously reported event fallopian tube perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, vaginal infection, weight increased, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event of injury was updated to pelvic pain. New events added - dysmenorrhea, dyspareunia, abdominal pain, psych injury, perforation: fallopian tubes, bladder problem, urinary problems, vaginal discharge, vaginal infection, fatigue ,weight gain, hair loss, migraine, headaches and lab data were added. Patient's date of birth and reporter address were added. Device insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.